Event description:
It was reported that the customer's blood glucose level was elevated (302 mg/dl). During troubleshooting with tandem technical support, the customer requested confirmation that a 20 unit bolus was delivered. Technical support reviewed pump history and confirmed that the 20 unit bolus was delivered. Follow up with the customer later the same day indicated that blood glucose level had improved to 162 mg/dl and customer reported feeling fine.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.